Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion set fell off event in between (B)(6) 2024. The infusion set was in use for less than a day. No further information available.